Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred three or more hours after insertion.the insertion site was abdomen, thigh, and back of hip.the blood glucose level was above than 500mg/dl and the patient addressed this issue by changing the infusion set. The infusion set was in use for 12 hours.the patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.